Manufacturer narrative:
Conclusion: while investigating the case details it was reported by the sales representative that a towel was placed under the pump to stabilize it. This blocked the vents on the pump, preventing the pump from giving off heat. Because the cause of the failure is known, no device investigation is necessary.

Event description:
During an aspiration thrombectomy procedure, after 3.5 hours of use, the penumbra max aspiration pump became hot and smelled like burning plastic. The tech immediately unplugged the pump, and used a backup for the remainder of the case. No adverse effect on patient.